Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempt to obtain patient information was unsuccessful as the customer declined providing the information. Additional information obtained confirmed the micro-catheter was used to unstick the device. After the wire was removed, they continued to use the micro-catheter as gc (support delivering) for the second guidewire of same product. Implant and explant dates: the implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The distal coil was kinked at approximately 10mm from the distal tip. This damage likely occurred as a result of mechanical strain during the procedure while the user attempted to free the device from being stuck. Damage to the device is consistent with the reported failure that a micro-catheter was delivered to the stuck position and manipulated the device to release it. Unfortunately, we were unable to conclusively determine how the device initially became stuck. Per the instructions for use (IFU) warns, never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions, the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
The customer reported the catheter device was used for pci (percutaneous coronary intervention). During crossing the lesion inside the body and when the wire was manipulated, the wire was stuck on a blood vessel. A micro-catheter was used and the wire could be removed from the body. The wire was removed as a system. No damage was observed during prep. Resistance was felt. All portions of the device appeared accounted for after removal from the patient and the device appeared intact. There was no patient injury. Treatment was completed by the procedure and the patient was discharged as expected in stable condition. Vessel location: lcx, stenosis 75%, tortuousness moderate. This event is being reported because additional intervention was required to free the manufacturer's wire and the wire was removed as a system.